Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. Approximately, 15 seconds into the procedure, the patient's heart rate (hr) decreased to 30. The patient experienced a vasovagal reaction. The physician stopped the procedure and the patient "immediately recovered spontaneously". The physician then administered a "paracervical block", reseated the disposable device and the ablation was completed without sequelae.